Manufacturer narrative:
(B)(4). Foreign source: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a wound debridement procedure, an ac adapter power supply began to smoke after connection with the appropriate device. There was a 15 minute surgical delay to replace the power supply, but no adverse events have been reported as a result of the malfunction. It was reported that no further information is available.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product has been received by zimmer biomet and is under evaluation. The previously concluded investigation is under review. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h10. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
Upon reassessment of the reported event, this device was determined to be not reportable. Functional testing of the power supply with a lab-provided pulsavac found the device powered on the handpiece and functioned normally. There were no signs of smoke or heat coming from the device. No issues or damage were found. The device operated within specifications and was found to be conforming to acceptance criteria.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h4; h6; h10. Upon reassessment of the reported event, this device was determined to be not reportable. Functional testing of the power supply with a lab-provided pulsavac found the device powered on the handpiece and functioned normally. There were no signs of smoke or heat coming from the device. No issues or damage were found. The device operated within specifications and was found to be conforming to acceptance criteria. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.